Event description:
Customer reported that she was hospitalized due to low blood glucose. Customer stated that the blood glucose reading was 35 mg/dl and went to the hospital for assistance. Customer stated that she was connected during rewind/ process. Customer also stated that she fell down and her husband took her to the hospital. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.